Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator header would not accept the leads and loss of bluetooth connectivity was noted during device placement in pocket. Physician unscrewed the header and pushed the leads in to fix the issue. Bluetooth connection was restored after programmer was restarted and connection reset. The device was implanted successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of a loss of ble telemetry while using the merlin 2 programmer was not confirmed. The programmer system logs that were provided did not include the date of the event, therefore the issue could not be investigated.